Event description:
Patient presented with hyperthermia and required a foley that had a temperature probe. After placing the foley catheter, the rn discovered that the temperature probe appeared damaged and/or crushed. The foley catheter was removed and a new foley catheter was placed that had a functional temperature probe. The patient experienced discomfort due to the removal and replacement of the foley catheter. There is no known harm to the patient at this time.